Event description:
It was reported that the ilet user called for guided support during a supply change due to have issues with their previous infusion set deploying incorrectly, after which insulin delivery was resumed; the user¿s blood glucose at the time was 162 mg/dl. No reported adverse clinical effects. Outcomes included successful restoration of insulin delivery without alarms or hospitalization. Investigation included user counseling, troubleshooting, and education on proper infusion set and cartridge change. Investigation of this case revealed use-related technique factors consistent with an incorrectly deployed infusion set, with the device and components functioning as designed after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user technique.